Event description:
A report was received that the patient will undergo an explant procedure due to irritation at the pocket site.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well after the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the physician believed the irritation at the pocket site was not device related.

Event description:
A report was received that the patient will undergo an explant procedure due to irritation at the pocket site.

Event description:
A report was received that the patient will undergo an explant procedure due to irritation at the pocket site.